Event description:
A complaint was received regarding a spiros® closed male luer, red cap that experienced disconnection during patient use. This is report 2 of 2. It was stated in the report that hem/onc units have noted spiros caps disconnecting from chemotherapy when using a backcheck valve for bubbly chemos. They were demonstrating the locking mechanism with the spiros cap to a backcheck valve (did not involve a patient, therefore a safety event was not submitted) and the spiros disconnected after a few hours after it had initially been locked on to the backcheck valve. The locking mechanism within the cap was no longer engaged. The event occurred on (B)(6) 2025. Additionally, it was reported that, the reports are with patient involvement resulted in chemo spills, not demo products. She further stated that as of now, she heard of 10-12 chemotherapy spills that have occurred due to these failing.

Manufacturer narrative:
The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Manufacturer narrative:
The customer did not provide a sample for this occurence/instance. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Corrected information can be found in: -d10 - concomitant products. -e3 - initial reporter occupation. -e4 - initial report sent to FDA. -g2 - report source. -h6 - medical device problem code. -h6 - component code. -e4 - initial report sent to FDA.